Event description:
It was reported that the patient had a bump on the skin at the spinal cord stimulation (scs) lead incision site. The patient underwent a procedure, wherein the loop in the lead that was causing the bump was straightened and sutured the lead down to reduce the chance of the lead to push back up on surface of the patients skin. The patient was doing well postoperatively, and the device remains implanted and in service.

Manufacturer narrative:
Block b3: exact date unknown, event occurred during fall of 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).